Event description:
It was reported by the rep that the surgeon has made comment of several incidents of outer gasket tearing on the 511s. The trocar was packaged in ftr72 flex tray. The procedure was completed in all incidents while dealing with escaping co2. There was no consequence to the pt.